Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced angina. In 2006, during the index procedure, the pt was treated with a 2.75x24mm taxus express stent in the proximal right coronary artery (rca), reducing the stenosis to less than or equal to 30%. A 3.0x12mm liberte stent in the proximal left anterior descending (lad), reducing the stenosis to less than or equal to 30%. A 4.0x12mm taxus express stent in the left main (lm), reducing the stenosis to less than or equal to 30%. The pt was discharged 1 day later on aspirin and clopidogrel. In 2009, the pt was admitted to the hospital due to angina pectoris. Nine days later, the pt underwent repeat revascularization via a coronary artery bypass graft surgery (CABG). There was 90% stenosis in the lm target lesion and 50% de novo lesion in the non-target vessel. The pt was discharged 6 days later.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.